Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the "electrodes did not work." It was stated the lead was not fully implanted. Diagnostic troubleshooting was attempted, but no stimulation could be achieved. No symptoms were reported in relation to this event. No patient injury was reported and the patient recovered without sequela.

Manufacturer narrative:
Corrections: (B)(4): final analysis revealed that the lead had normal impedances on all circuits and electrode pair combinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.